Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29 valve, there was dislodgement of the valve following deployment and before the access site was closed. This dislodgement led to a paravalvular leak. The dislodgement was attributed to patient anatomy, with the implant depth on the non-coronary cusp changing from 6 mm to 15 mm. The depth on the left coronary cusp changed from 8 mm to 18 mm. As a result, a second valve was implanted in the patient.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29 valve, there was dislodgement of the valve following deployment and before the access site was closed. This dislodgement led to a paravalvular leak (pvl). The dislodgement was attributed to patient anatomy, with the implant depth on the non-coronary cusp changing from 6 mm to 15 mm. The depth on the left coronary cusp changed from 8 mm to 18 mm. As a result, a second valve was implanted in the patient. Additional information was received that the contributing patient anatomy factors included a widening left ventricular outflow tract. The valve was deployed over a medtronic guidewire with the deployment starting point at mid pigtail catheter, and the valve dislodged towards the ventricle. Severe pvl was noted following dislodgement.

Manufacturer narrative:
Updated data: b2. B5. Second paragraph added additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.